Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient is experiencing breakthrough seizures and syncopal episodes. Vns was interrogated and adjusted. Vns off time was adjusted from 3 min to 5 min. Additional information was received that patient was experiencing headaches and dizziness to which lead to device settings being changed. No additional relevant information has been received to date.

Event description:
Additional information was received that patient was referred for surgery. No surgery has occurred to date.

Event description:
Additional information was received that patient device was disabled and will not be having device removed. No additional relevant information has been received to date.

Event description:
Additional information received noting that the patient has now been referred for explant surgery. No known surgical intervention has occurred to date.

Manufacturer narrative:
F10. Used code e2402. Proposed second level coding for e07 - voice alteration to capture hoarseness or other vocal changes.

Event description:
Additional information was received that patient has requested device to be disabled as she believes it is causing her to have migraines, weird pain in her jaw and lips and shortness of breath. Clinic notes were received indicating that patent would like her device removed because she has hoarseness of her voice, gets headaches, shortness of breath and tingling in her fingers. No surgical intervention has occurred to date. No additional information has been received to date.

Manufacturer narrative:
F10. E2402 inadvertently used instead of e011903 on initial MDR.. H6. Type of investigation - b20 inadvertently not included on initial MDR. H6. Investigation findings - c20 inadvertently used instead of c19 on initial MDR.